Event description:
Consumer is very concerned about the FDA's policy of allowing glucose meters to have a 20% margin of error. Consumer was told about the policy when they complained about an inaccurate reading. Consumer believes lifescan should clearly warn the user about the potential 20% margin of error.